Event description:
It was reported the patient visited the dermatologist due to the skin developing a rash from using the pod. The dermatologist confirmed the patient had an allergic reaction to the plastic of the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the allergic reaction. No lot release records were reviewed, as the product lot number was not provided.